Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported patient underwent a manipulation under anesthesia procedure two months post implantation due to stiffness and limited range of motion. No more information is available.

Manufacturer narrative:
(B)(4). D10 - medical product: articular surface fixed bearing posterior stabilized (ps) catalog # 42522400711 lot # 65281730 tibia trabecular metal two-peg porous fixed bearing catalog # 42530007102 lot # 65382222 h3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2023-00237 .h3 other text : remains implanted.